Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion,prime/a33 and no delivery test. Dried insulin found on motor slide. No moisture damage found on the electronics.

Event description:
Customer reported that insulin leaked into the reservoir compartment. It was noted that the leaking was occurring from the o-rings. Customer also mentioned having unexplained high blood glucose readings of 550 mg/dl. Customer reported symptoms of nausea, vomiting, excessive thirst and ketones. Troubleshooting was performed and all settings appeared to be normal. A no delivery alarm was noted in the alarm history along with a bent cannula. No further information reported.